Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/06/2013 with the following findings:the pump history was reviewed and found no evidence of a pump load step malfunction however one loss of prime was found with zero force detected. A force sensor calibration test was performed and confirmed that the force sensor was within specifications. The pump was opened and no force sensor defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.